Event description:
It was reported that during the implant procedure of a transcatheter valve, the valve dislodged. Subsequently, a second transcatheter valve was implanted. Additional information was received which indicated that the delivery catheter system (dcs) nose cone got stuck in the valve while withdrawing the dcs into the ascending aorta, causing the valve to dislodge towards the aorta. The valve was initially deployed valve-in-valve over a medtronic guidewire, and the valve deployment position was according to the previously implanted valve (manufacturer unknown). It was noted that the patient's ascending aorta was dilated and horizontal, which could have contributed to the dislodgement. Additional information was received that the previously implanted valve was non-medtronic.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-2329 (lot: 0012801887); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, the valve dislodged. Subsequently, a second transcatheter valve was implanted.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, the valve dislodged. Subsequently, a second transcatheter valve was implanted. Additional information was received which indicated that the delivery catheter system (dcs) nose cone got stuck in the valve while withdrawing the dcs into the ascending aorta, causing the valve to dislodge towards the aorta. The valve was initially deployed valve-in-valve over a medtronic guidewire, and the valve deployment position was according to the previously implanted valve (manufacturer unknown). It was noted that the patient's ascending aorta was dilated and horizontal, which could have contributed to the dislodgement. Additional information was received that the previously implanted valve was non-medtronic. Additional information was received that training guidance for slow deployment of the valve was followed, and the dcs was not twisted or torqued at any point during deployment. Prior to slowly withdrawing the dcs, the nose cone was centered within the frame inflow by slightly retracting the guidewire.

Event description:
Additional information was received which indicated that the delivery catheter system (dcs) nose cone got stuck in the valve while withdrawing the dcs into the ascending aorta, causing the valve to dislodge towards the aorta. The valve was initially deployed valve-in-valve over a medtronic guidewire, and the valve deployment position was according to the previously implanted valve. It was noted that the patient's ascending aorta was dilated and horizontal, which could have contributed to the dislodgement.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012801887); product type: 0195-heart valves; implant date: non-implantable device updated data: b5. D10. H6. H11. Dcs updated to a system reported device additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.